Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had a blank display after two battery changes, and after the third battery change the insulin pump turned on and alarmed failed battery test. The customer's blood glucose level was 138 mg/dl. The customer will be sent a replacement battery cap and was advised to call back if problems persisted. Nothing was replaced or returned.